Manufacturer narrative:
Product event summary: the 2af283 balloon catheter with lot number 56590 was returned and analyzed. Visual inspection of the balloon catheter showed it was intact with no apparent issues. Smart chip verification indicated the catheter was used for 18 applications. The balloon catheter failed the performance test due to system notice 50005, 'the safety system has detected fluid in the catheter and stopped the injection.' Dissection and further pressure tests revealed a leak though the guide wire lumen attachment to the tip. In conclusion, the reported isolation issue was not confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen breach attachment to the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.